Event description:
A significant portion of the "hundreds and units" digits are missing segments. A request was made to return the system for evaluation and in the meantime a replacemnt unit was provided. No serious injury or death occurred.